Event description:
The customer contacted the siemens technical solutions center after obtaining discordant results on patient sample (B)(4) on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s) for sid (B)(4). During a review of the instrument files, it was discovered that multiple patient samples had been dispensed into aliquot wells that quality control (qc) material had already been dispensed into. Patient samples tested for enzymatic creatinine (ecrea), phosphorous (phos), total protein (tp), c-reactive protein (crp), alkaline phosphatase (alp), alanine aminotransferase (alti), aspartate aminotransferase (ast), total bilirubin (tbil), lipase (lipl), magnesium (mg), sodium (na), uric acid (urca), cholesterol (chol), high density lipoprotein cholesterol (hdlc), lactate dehydrogenase (ldi), triglycerides (trig), chloride (cl), gamma glutamyltransferase (ggt), iron, potassium (k), urea nitrogen (bun), calcium (ca), creatine kinase (cki), carbon dioxide (co2), glucose (glu), transferrin (trf), ferritin (ferr), and ethyl alcohol (etoh) were affected. It is unknown if the discordant results were reported to the physician(s) for samples other than (B)(4). Some samples were retested and the rerun results differed from the initial results. It is unknown if the rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the patient samples being dispensed into the same aliquot wells as qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.